Event description:
A surgeon reported a pt with an unexpected postoperative refraction. The lens was explanted. The surgeon believes the package was labeled incorrectly with the wrong diopter. In a follow-up, the pt outcome was reported as "good."

Manufacturer narrative:
The product was returned for analysis. Both haptics were bent-gusset and distal area. The optic was torn/split/cracked into two pieces (possibly cut) and the optic had an add'l torn/split/cracked area. The lens bench could not be conducted to determine if the diopter was correct due to the optic being cut into two pieces across the central optic zone. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. There have been no other complaints reported in the lot number. Add'l info was requested and received. This report was mailed to FDA on: 2/29/2008.